Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor slide functioning properly during testing. The motor was tested outside of the device and passed. No unexpected critical pump error during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. The customer¿s blood glucose was 120 mg/dl. Customer also reported that the insulin pump was not rewinding anymore and he can hear the sound but the piston arm did not move. Troubleshooting was performed. The insulin pump will be returned for analysis.